Event description:
(B)(4) malfunction alleged. Family member stated that the concentrator would not go past 4 plm and the patient needed 8 plm. When the tech arrived at the home, the emergency team was there on the scene. The patient had already expired. If further information becomes available, a follow-up report will be filed. MDR filed.

Manufacturer narrative:
(B)(4) RMA has been initiated for this issue. Model irc10lx, serial number/date code (B)(4) is approximately 1 year 11 months old. The owner's manual part number 1118353 rev. J (apr-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. There was tubing and humidifier bottle attached to the concentrator per dealer, but the family removed it before the dealer picked up the unit. No further information available at this time. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. There was tubing and humidifier bottle attached to the concentrator per dealer, but the family removed it before the dealer picked up the unit. No further information available at this time. Malfunction has not been confirmed.